Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their front two teeth are not completely straight, they are tilted. #8 is tilting. Advised patient to back track to best fitting aligner and to try fit tips and send updated photos.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.